Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that it was hard to saw information on insulin pump screen. The backlight did not work and back of insulin pump threading was stripped that holds the belt clip was missing. The insulin pump will not be returned for analysis.